Manufacturer narrative:
Occupation: risk manager. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a male patient required a neff percutaneous access set for a bilateral ureteral stent placement. Access was gained to the right renal pelvis using the introduction microwire. However, after removal of the wire, the operator noticed a portion of the wire on imaging. The operator inspected the wire and saw the floppy tip of the wire had unraveled. A snare was used to retrieve the broken wire from the patient successfully. The procedure continued without further incident. No other adverse effects were reported for this incident.

Manufacturer narrative:
D10 ¿ concomitant medical product received on: 11aug2020. Investigation ¿ evaluation. (B)(6) hospital informed cook of an incident involving a neff percutaneous access set. On (B)(6) 2020 during a procedure for a bilateral ureteral stent placement, the introduction wire and sheath were placed in the patient. The introduction sheath and wire guide were removed and the working wire and sheath were introduced into the patient. It was noticed that the introduction wire had unraveled on the tip and a piece broke off into the patient. The wire was successfully retrieved with a snare. No unintended device remained inside the patient¿s body and the patient experienced no adverse effects as a result of this incident. The rest of the procedure continued without any incident. Two labels were returned with two wire guides. It was confirmed with the user facility that two npas devices were used in the procedure and only one wire guide was faulty and that both wire guides were returned to cook. They also confirmed they are unsure which label goes to which wire guide. Therefore, the investigation will be completed on both lot numbers. A review of the complaint history, device history record, manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, were conducted during the investigation. Two wire guides and two labels were returned. It is unknown which lot goes to which wire guide. One wire guide was returned with no damage. It was confirmed with the user facility that two npas devices were used in the procedure and only one wire guide was faulty and that both wire guides were returned to cook. Therefore, the other wire guide that was returned with damage is the complaint device. This wire guide has the floppy end sheared off. The separated section is approximately 6.3 inches in length. There are multiple kinks, coil elongation and the mandril is exposed on the separated section. The weld ball is present. Additionally, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The risks associated with these devices are acceptable when weighed against the benefits. A review of the product¿s instructions for use [IFU] could not be reviewed because no IFU exists for the neff percutaneous access set. A review of the device history record (DHR) for both possible lots was also conducted as a part of the investigation. The DHR for the two lots and their related subassembly lots found no related nonconformances. A complaint database search was conducted on both lots and no additional complaints were found. As there are adequate inspection activities established, objective evidence that the DHR was fully executed, no related non-conformances and no complaints, it was concluded that there is no evidence that nonconforming product exists in house or in field. Findings of this investigation revealed no evidence to suggest the device was manufactured out of specification. It is possible tortuous anatomy may have contributed to the failure. However, this cannot be confirmed. Based on the information provided, the examination of returned product and the results of the investigation, the investigation conclusion for this complaint is cause traced to a component failure without a manufacturing or design deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.